Manufacturer narrative:
(B)(4).

Event description:
Procedure type: pneumonectomy. According to the reporter: during firing of the instrument (cut and clamp) transaction of the left arteria pulmonal is intra-pericardial - mass bleeding! Closure with continuous seam of the pulmonalis. Reanimation, pacemaker, intensive care necessary. Extension of operative time by more than 30 minutes, blood loss more than 250cc, extension of incision by more than 1 inch, no change of op, loss of tissue. No additional information available.